Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. There was no impact to the customer's blood glucose level. Customer started troubleshooting with tandem technical support but declined to complete the occlusion troubleshooting procedure. It was indicated the customer would change the infusion site to address their occlusion.